Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was replaced with the camera cable and related sealing components, and was functionally tested and electrical safety tested. The exact cause of the reported event could not be conclusively determined. However, the disappearance of the endoscopic image was not reproduced during the inspection, and the camera cable was replaced, so it is possible that the endoscopic image was temporarily not displayed due to a camera cable failure. Olympus medical systems corp. (Omsc) confirmed the following from the investigation results. -the reported event was not reproduced during the inspection by olympus australia & new zealand (oaz). -omsc reviewed the device history records and confirmed that there was no abnormality in manufacturing, concession, and variation. -from the repair history, the device was repaired on may 11, 2021 and the cable was replaced. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the cystoscopy, the endoscopic image was not displayed. At the time of the reported event, the scrub nurse was operating the device to support the surgeon. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The inside of the camera cable was damaged. The reported event was caused by the camera cable failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.